Event description:
It was reported that after insertion of the iab, the pump began alarming. It was noted that the ap waveform was no longer present on the display. The iab was removed without any complications.